Manufacturer narrative:
Investigation included complaint handling and replacement device issuance. Investigation of this case revealed a confirmed screen delamination of the display assembly. It was concluded that the device component exhibited a mechanical integrity issue with the screen, and a replacement was provided.

Event description:
It was reported that the ilet insulin pump experienced screen delamination while the device remained functional and responsive to button presses, with the user reporting a blood glucose of 174 mg/dl and use of dexcom g7. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization.